Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the event was that the csl was not fully inserted into the ipg header block. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Opening and reinserting and tightening the lead resolved the issue, showing there was no product defect. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2024. It was noted that this was the first barostim implant the surgeon performed, and both set screws had appeared to have been tightened during the implant procedure. The physician had verbally confirmed the lead had been past the distal set screw block prior when inserting the csl, and impedance and compliance passed. During a normal follow-up on (B)(6) 2024, it was noted that the system had high impedance and failed compliance. An x-ray was performed, and it was noted that the csl was not fully inserted into the header block. A revision procedure occurred on (B)(6) 2024, and the lead was fully inserted into the header block. Following the procedure, the system had good impedance and passed compliance. As of (B)(6) 2024, impedances remained normal and the patient was feeling well.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h11. Corrected field: h6 (c code). Cvrx ID# (B)(4).